Manufacturer narrative:
.

Manufacturer narrative:
Concomitant medical devices: 50ml bd syringe; therapy date (B)(6) 2016. The customer requested a pcu event log review to determine the pca events for (B)(6) 2016. The pcu event log shows that at 4:38 pm on (B)(6) 2016 the pca was programmed to infuse a pca dose + continuous infusion of pca morphine 40.1 to 50kg 50mg in 50ml for a pca dose of 1ml and a continuous dose of 1ml/hr. Profile 1 was selected for the dose request setup (profile 1 settings: audio ¿ good demands / visual ¿ pca available = on, pca delivery = flashes, lockout interval = off). The infusion was started at 4:40 pm and ran until 9:13 pm when the device was channeled off. There were 9 successful pca dose requests delivered during this timeframe; additionally 3 unsuccessful dose requests occurred in this timeframe, during the lockout period. The total volume recorded as being infused during this period was 14.7995ml. The last pca dose request was successfully given at 7:52 pm; following this there were no further log entries of any other pca dose requests, and the device was channeled off at 9:13 pm. The pca module was received in overall good condition. Functional testing performed on the pca module and the pca request cord found the device to be functioning properly.

Event description:
The customer requested an event log review to determine how much morphine was administered from the pca pump via basal, pca dose, and rn bolus dose(s). There was no allegation of a programming error or device malfunction. Reportedly, the patient had been in severe pain and pressed the dose request button, then experienced a sudden drop in spo2, was visibly cyanotic and was treated with naloxone.